Manufacturer narrative:
(B)(4). Eval results: (endoleak), (disease progression). Conclusion: (disease progression).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm over 10 years ago. Aneurysm and vessel morphology from the time of implant are unk. It was reported that the pt presented at a routine f/u and an angiogram confirmed that disease progression resulted in a type iii endoleak between the aneurx bifurcated stent graft and an iliac stent graft (ref MFR # 2953200-2011-00802). There was one cm of overlap remaining between the two components. An endurant limb was implanted and successfully resolved the endoleak. No add'l clinical sequelae were reported and the pt is fine.